Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported by the customer that during an unknown surgery on (B)(6) 2022, it was observed that the tip on the screw driver device broke. The broken screwdriver was retrieved and removed from surgical field. The procedure was completed successfully. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves one(1) device.